Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed due to the limited amount of information provided. Due to this fact, no further investigation is being conducted at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the clips dropped off. Another device was used to complete the case. There were no adverse consequences to the patient.